Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, while firing rectum, the stapler was partially fired. There was tissue damage reported as a result of this problem. Another stapler was used to complete the case. There was no patient injury.